Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one-month post implant pacing failure and instability of the threshold were noted on the patient¿s implantable cardioverter defibrillator and right ventricular lead. Device malfunction of an internal circuit associated with the elevation of the threshold was suspected by the physician and a device replacement procedure was scheduled. During procedure, high threshold was confirmed by the pacing system analyzer on the lead. As lead was adhered, it could not be explanted and was capped on (B)(6) 2018. The old device was explanted and a new lead and device were implanted. There were no adverse consequences to the patient during and post-procedure.